Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the communication board of the matrix drawer was burned. A field service engineer (fse) determined that the auxiliary interface board (aib) card had been damaged because the pyxis bus cable was connected while the system was powered on. The defective auxiliary interface board was replaced, the system was thoroughly tested, and all functions were verified as operating correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the communication board of the matrix drawer was found to be burned. However, there were no delays or adverse events or injuries reported based on this event.